Event description:
It was reported that shaft break occurred. The patient was being treated for coronary blockage. The target lesion was located in the non-tortuous and mildly calcified vessel. A 5.00mm x 20mm nc emerge balloon catheter was advanced for dilation. However, after deflating the balloon, the device was removed from the guide catheter and the monorail section of shaft broke and separated from the rest of the balloon shaft. The physician used another wire to place down past the retained monorail section and removed the broken pieces and guide catheter at the same time, while leaving the second wire down. A different balloon catheter was then used to complete the procedure successfully. No patient complications were reported.